Manufacturer narrative:
Combination product: yes. This was originally reported on the incorrect size and lot number. This report is being closed and the correct size is being reported on MDR-1028232-2021-05778.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. During preparation it was detected that no stent was on the balloon. Another device was used to complete the intervention.